Manufacturer narrative:
The subject device has not been returned to omsc for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, the sample collected from the distal end of the subject device tested positive for unspecified microbes (71cfu) . Other detailed information such as the reprocessing method was not provided. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information and the subject device evaluation result. The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus europa k.g (oekg) for evaluation. Oekg sent the device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from the subject device. The testing result cleared the german guideline. In addition, oekg confirmed the followings in the evaluation. The light guide lens was broken. There were dents on the distal end cover. The glue of the bending section rubber was porous and broken. There were scratches and damage on the insertion tube. There were signs of moisture on the endoscope connector. There were corrosion on the electrical connector. The exact cause of the reported event could not be conclusively determined.